Event description:
It was reported that the patient had a follow-up visit after having a distractor implanted on (B)(6) 2015 and the implantation of five to six additional screws on (B)(6) 2015. During the follow-up visit the surgeon noticed the development of a staphylococcal infection. The surgeon also noticed difficulty in the left side distractor turning and moving leading to possible mal-union, pre-consolidation and lack of distraction. The surgeon is planning to remove the distractor after the infection resolves. The patient is currently taking antibiotics to resolve the infection. The right side distraction is completed and has reached surgeon¿s objectives. The surgeon has scheduled removal on (B)(6) 2015. This report is for five to six unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for five to six unknown screws/unknown lots. Device has not been explanted yet; explantation is planned for (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 2 of 7 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.